Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per paper by gofton, et al., "a single-center experience with a titanium modular neck total hip arthroplasty." In journal of arthroplasty, 2017: allegedly male patient revised for fracture of a modular neck, 109.5 days post-operatively. Patient was (B)(6) at initial surgery, with degenerative osteo-arthritis and a (B)(6). Patient was implanted with a long ar ti modular neck, a 36 mm femoral head, and a profemur z modular stem.